Manufacturer narrative:
Batch review performed on 1 july 2019: lot 184057: (B)(4) items manufactured and released on 18-set-2018. Expiration date: 2023-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot. 177695: (B)(4) items manufactured and released on 27-feb-2018. Expiration date: 2023-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs department manager: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
Revision surgery performed 14 days after the primary due to pain caused by a fractured femur and subsided stem (the cause of the fracture is unknown). The surgeon revised the stem and the head and cabled the fracture. The surgery was completed successfully.